Event description:
It was observed that during the device evaluation, the forceps wire of the ultrasound gastrovideoscope had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the forceps channel identified during inspection, proper reprocessing may not have been possible, and the foreign material may not have been removed. The identity of the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.